Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the patient felt their tracheostomy was blocked. An emergency tracheostomy tube change was done and upon insertion, the patient noted they were uncomfortable with increased work of breathing. A second trach change was done which resolved the issue. On inspection, it was noted that the cuff had inflated asymmetrically.

Event description:
Additional information received via email. There was no patient harm. There was medical intervention, an emergency tracheostomy tube change required due to cuff not inflating correctly. The outcome of the event was resolved.